Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The field service engineer inspected the analyzer, performed diagnostics, and determined that there were no mechanical or fluidic issues. He attributed the event to sample quality issues. He performed a manual wipe-down of the shaft for temperature regulation to remove accumulated dust and ensure thermal stability, replaced the sipper syringe assembly, reviewed the analyzer's photos associated with the event, and verified the analyzer's performance with comprehensive instrument checks and camera log audit. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The initial result from the analyzer was 23.9 ng/l. The repeat result from the analyzer was 11.7 ng/l. The repeat result from another cobas analyzer was 11.4 ng/l. The physician questioned the initial result as it did not match the patient's first result of 12.5 ng/l, prompting the rerun. The patient's third result after two hours was 12.0 ng/l. The repeat results were deemed correct.

Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration results are within the specified ranges. The qc results are within the specified ranges. There is no indication of a performance issue with the reagent. The preanalytical data do not indicate any issues. The cause of the event could not be determined. The investigation determined that the service actions resolved the issue.